Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 600 mg/dl. The customer was called at home for troubleshooting. The insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have a tubing clamp to perform the high pressure test. The customer stated that she got a no delivery alarm prior to the hospitalization and she changed the infusion set to resolve the issue. Advised the customer to monitor her blood glucose levels. Advised the customer that a tubing clamp will be sent to her and to call back to perform the high pressure test.